Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous defibrillation lead exhibited an episode of noise on the ventricular rate/sense lead, which resulted in pacing inhibition in a pacer dependent patient. The noise was not reproducible with valsalva or isometrics.